Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the complaint regarding sparking and smoking from the instrument tips was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument displayed no signs of smoking or arcing. There was no problem detected. Additional investigation results indicate that the instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. A visual inspection found the wire to not be exposed. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on 3 out of 3 attempts. Thermal damage was observed at the base of the grips with an exposed electrode. The instrument delivered intermitted energy on 3 of 3 attempts with no signs of arcing. The instrument was also found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered intermitted energy on 3 of 3 attempts with no signs of arcing.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument ignited and sparked and smoked at the tip when energy was applied. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed arcing was observed, and appeared to be originating from the instrument tips. The instrument tips were in contact with tissue when arcing occurred, but instrument tips did not touch any staples, clips, or sutures while energized. The surgeon was cauterizing tissue when arcing occurred. The instrument tips did not collide with any other instrument or tool during the procedure. There was no reported injury to the patient.